Event description:
The following has been reported by customer: patient under palliative care, hospitalized, passed away the day after the event. Event date: on (B)(6) 2025. Medical prescription: medication was programmed to be infused over 24 hours; however, the total volume was administered in approximately 6 hours. Preventive maintenance: march 2025. Which medication was installed for administration: morphine (pump sn: (B)(6)). Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. According to provided information, the patient connected to this pump, as well as the pump treated in complaint (B)(4), died the day after the event. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. All data found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. Flow rates at 1 ml/h (or very close to 1ml/h) were found but interspersed with 8 direct boluses. This meant that for a total volume of 91.951ml infused, 85.276ml were infused by bolus. As per provided quality control certificate which dates from a few months before (26 march 2025), no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue, the pump worked as intended. This complaint is considered as: not valid. The trend is: n/a.